Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set with duo-vent spike was sliced resulting in leak. The leak was observed when blue slide clamp was unclamped during set up. The device contained chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.